Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The manufacturer evaluation revealed the drill chuck is broken off.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip replacement surgery the device broke. No part of the device had to be retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.